Manufacturer narrative:
Correction .h4 - manufacturing date - the manufacturing site reported that the correct manufacturing date for the device is 4/27/2005.

Manufacturer narrative:
A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/ treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified.. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had photorefractive keratectomy surgery on (B)(6) 2020 and presented on (B)(6) 2021 with stinging since the day before in left eye. Under slit lamp examination abrasion was discovered. A bandage contact lens was applied. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of stinging. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2020: right eye pre-op 20/20 -7.75 x -1.50 x 14, left eye pre-op 20/20 -7.25 x -2.50 x 156. Bcva from (B)(6) 2020: right eye post-op 20/20 -.75 x -1.25 x 15, left eye post-op 20/30 -2.75 x -.75 x 145.